Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up during a patient event. The customer advised that when acquiring a 12 lead ECG, the device locked. The device was powered off and back on to reset the device. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control has made several attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked up during a patient event. The customer advised that when acquiring a 12 lead ECG, the device locked. The device was powered off and back on to reset the device. This issue is patient related; however there was no adverse patient outcome reported by the customer. No further details were provided by the customer. Physio-control has made several attempts to contact the customer for further information on the event and patient, but has been unsuccessful.